Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation was last felt 6-12 months ago, around the same time the last successful recharging took place; therefore, overdischarge was suspected. Two physician mode recharges (pmr) were attempted, after which an icon for ins was "off" was seen. Follow up information was received that reported the patient had her implantable neurostimulator replaced. The patient outcome was not indicated. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 39565-30 lot#: n122896002 implanted: (B)(6) 2007 explanted: na; extension model: 3708140 serial#: (B)(4) implanted: (B)(6) 2007 explanted: na; extension model: 3708140 serial#: (B)(4) implanted: (B)(6) 2007 explanted: na; programmer model: 37742 serial#: (B)(4); recharger model: 37752 serial#: (B)(4).